Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. There were no patient consequences and the patient will continue to be monitored.